Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states the right attaching gear of the stroller broke straight through where it attaches to the back cane. MDR filed.